Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reported blood glucose was 141 mg/dl. At the time of report, the customer reconnected at the site and resumed insulin delivery to address the event.